Event description:
It was reported that during a da vinci-assisted surgical procedure, the nurse informed the technical service engineer (tse) that the system encountered error code 319, requiring the deactivation of arm 3. The system was restarted, but the error persisted. The system can be used with 3 arms. It was initially reported that the medical team opted to convert the procedure but later confirmed that the procedure proceeded with the sue of the three available arms. There was no harm to the patient, and there was a 30-minute delay. The procedure was completed with no reported injury. Isi followed up and obtained the following additional information: the procedure proceeded with the use of the three available arms. No increase in ports or additional ports placed as the procedure was not converted.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation. The probable root cause of error 319 may be attributed to a faulty system component. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.